Event description:
Approximately 2 years and 6 months post-transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve, the valve failed due to central regurgitation. The patient had a double basilica on both right and left and 23mm sapien 3 ultra was placed as a valve in valve with good results. Imagery review found that the valve was under-expanded with waist of 21.2 mm (0.5mm added for outer diameter) and the leaflet appeared thickening at the base, which was pannus ingrowth. A preliminary review of the medical records found that leaflet calcification was observed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to b5 and b7.

Event description:
Per medical record review, the 2-year and 6-month transthoracic echocardiogram (tte) (intra-procedural) showed a left ventricle ejection fraction of 35%. The bioprosthetic aortic valve is well seated. Leaflet calcification is noted. Moderately severe valvular regurgitation with an aortic valve (av) mean gradient of 16mmhg. The ava vti was cm2.

Manufacturer narrative:
Update to h6 and h10 (type of investigation, investigation findings and investigation conclusions) to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed that the valve was under expanded with waist and the leaflet appeared thickened as the base, which was pannus ingrowth. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification svd did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. The patient had history of dyslipidemia and renal disease. Renal disease, especially end stage renal disease or chronic kidney disease, is a well-known risk factor for leaflet calcification. Dyslipidemia, or the imbalance of lipids, is often used interchangeably with hyperlipidemia. The lipid profile (primarily low hdl cholesterol, elevated triglycerides, elevated ldl cholesterol, and elevated total cholesterol) are important factors in the calcification process. Hyperlipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of calcification as reported. The complaint for calcification post implantation of the sapien 3 ultra valve was confirmed. In this case available information suggests that patient factors (dyslipidemia, and renal disease) may have contributed to the reported event. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.